Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed in which the physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The balloon was identified to have a hole consistent with sharp instrument damage. The pump passed visual inspection with no damage or abnormalities observed and passed the leakage test; however, the pump failed the low flow test with an output reading below pressure, which is out of specification as the pump pressure specification is equal to or greater than 2.1 psi, and failed the resistor flow rate test with an output volume reading of 1.34 ml/min, which is above specification as the pump volume specification is 0.40 ml/min, 0.90 ml/min. The cuff was identified to have folds and scaling on the backing and passed the leakage test. Based on the available information and analysis results, an investigation conclusion code of cause traced to component failure was selected as the pump failed the low flow and resistor flow rate tests, which could have contributed to the reported clinical observation of urinary incontinence. The observation of incontinence is a known risk of this device and is addressed in the product labeling and risk documentation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 03/01/2025 was used as an estimate, based on the reported onset occurring within the last six months. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed in which the physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
Correction to field d6a: implant date. The exact event date was not available, therefore the date 03/01/2025 was used as an estimate, based on the reported onset occurring within the last six months. UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed in which the physician explanted and replaced the device. There were no further patient complications.